Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer stated the left leg is wobbly on the lift. She stated that the wheel is loose.